Event description:
Senseonics was made aware of a hypoglycemia incident where the system provided a low glucose alert per design. The sensor glucose (sg) values at the time was 50 mg/dl, and blood glucose (bg) value was not provided as the patient did not measure it. Since the patient did not confirm the blood glucose, it was unclear whether the incident was a true hypoglycemia event or not. The patient did not mention whether they had symptoms or not, however, the patient took a remedial action by eating food. No further information was provided about the incident. The patient also had a complaint of sensor inaccuracies, which was addressed in a separate complaint record.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The hypoglycemic event could not be confirmed as there was no blood glucose measurement taken at the time of incident. However, while addressing the patient's complaint of sensor inaccuracies, a preliminary investigation analysis revealed a deviation in the sensor performance. The preliminary investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. To further analyze the performance deviation and to determine the root cause of the malfunction, a return material authorization (RMA) was authorized to bring back the sensor. But since the device was never returned, the exact root cause could not be determined. However, based on the review of sensor raw data, the potential root cause could be related to led issue within the sensor.